Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the similar complaint investigation results in the past indicates that the cause of the breakage of the wire might be in one of the following states. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That have caused the cutting wire to break. A) high frequency current was conducted between the exposed cutting wire and the tissue at the point of contact or the devices being closed to each other. B) high frequency current was conducted between the cutting wire and the distal end of the endoscope at the point of contact or the devices being closed to each other. C) high frequency current was conducted in the state of the coated portion of the cutting wire being torn, and the metal part of the forceps elevator were contacted while the forceps elevator was up. In the case of ¿c¿, a likely cause of the tear of the coated portion might be the following reasons. 1) the slider was pushed more than needed. That have caused the cutting wire to deflect. 2) the deflected coated portion of the cutting wire, and the metal part of the forceps elevator were came into contact while the forceps elevator was up. 3) the tube was moved back and forth as a state of description ¿2¿. It can be assumed that the coated portion of the wire was scratched and torn from the effect of contacting the metal part of the forceps elevator. The above device handling has warned in the instruction.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. The cutting knife of the device broke during the operation. There was no patient injury reported.